Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device went from 4.5 years remaining to 2.5 years remaining in one year. There was also an issue with telemetry and it was not possible to save to disk or view electrocardiograms. Technical services (ts) advised to turn off any external connected devices or electrocardiogram cables. Ts also noted to use a magnet to establish a magnet rate. Intensified follow ups were also discussed. The device remains implanted. No adverse patient effects were reported.